Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. In addition, the customer experienced a low blood glucose (bg) level of 28 mg/dl; cause was unknown. Customer consumed carbohydrates to treat bg. Reportedly, the customer continued to use the pump for insulin therapy.